Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e237 scope error and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure was traced to component failure. However, the additional malfunction no image and e237 scope error was displayed due to cut on charged coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's image range goes out of focus during installation. There were no reports of patient involvement.